Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered handle, adapter and a purple reinforced reload stopped halfway through firing and displayed an error messages indicating excessive force. The surgeon reloaded the device and used a tan 60 mm reload, which still stopped halfway through and showed excessive force. It was noted that the reloads have not been closing fully and excessive force is considered extremely rare for stomach tissue of this thickness. Intraoperatively, the remnant stomach was found to contain more blood than usual. The leak test was conducted and was successful. The physician retracted the blade after each firing issue and replaced the reload, ultimately completing the case.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), unk-sigadapt, unknown signia egia adapter (serial#:unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.